Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited high defibrillation impedance. No intervention was done. The patient was stable.

Manufacturer narrative:
The reported field event high impedance could not be confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No anomalies were found.